Event description:
It was reported that this right atrlal (ra) lead exhibited oversensing of noise, and intermittent high out of range pacing impedance measurements greater than 2000 ohms. The noise was able to be reproduced in dlnlc. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).